Manufacturer narrative:
(B)(4): a visual and microscopic examination identified stent damage to the entire length of the stent. The struts were squashed along their entire length of the stent. The struts were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present on the tip of the stent delivery system (sds), therefore indicating the device had been used in vivo. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. Vascular access was obtained via the radial artery. The 80% stenosed and de novo lesion being treated was located in the mildly tortuous and mildly calcified left circumflex (lcx). The 2.50x16mm taxus liberte stent delivery system (sds) was advanced to but did not cross the lesion. The procedure was completed using another device. There were no patient complications and the patient condition was listed as "stable". However, the returned product analysis revealed stent damage.